Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025 at the patient's request. Additional information has been requested but has not been made available as of the date of this report.